Event description:
Opening a package of quick clot -ref # 487, lot-44f24g0021. Three dark spots noted on the quick clot prior to placing them on the sterile field. They were not placed on the sterile field.